Manufacturer narrative:
Correction - the manufacturing site name was updated in section g1.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient has a hand infection from using the fastclix lancet that has not been changed for months. Due to the infection the patient's hand was swollen, sore and red which resulted in hospital admission. In the hospital, the customer was treated with antibiotics via drip. At the time of the report, the patient was still in hospital.